Event description:
It has been reported to philips that the wired footswitch was intermittently not working. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was not working. Upon further inspection, the fse found that the wired footswitch pedals were sticking. After replacement of wired footswitch, the system was returned to use in good working order. The codes were updated based on the investigation outcome